Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the unsatisfactory parameters were that the original lead exhibited high thresholds. It was also noted that same issue did not occur when attempting implant with the new lead but instead occurred when a new guidewire was attempted.

Event description:
It was reported that during the implant procedure, the pacing lead could not be placed due to unsatisfactory parameters. During the process of adjusting the position, the lead was withdrawn for inspection because it was suspected that the front of the lead was stuck with the myocardial tissue. After cleaning, it was found that the guide steel wire could not enter the lead, and even if it was forced, it could only get stuck in the middle section of the lead. It was also reported that a new lead was attempted, and the same situation occurred. The leads and the guidewire were attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. A fresh gray 14-58 stylet was inserted in the lumen of the lead and came to an obstruction at 21.2 cm. There was blood occluding the distal lumen of the lead at 21.2 cm. There was no tissue observed in the helix during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.